Event description:
It was reported that during a rotational atherectomy procedue of a calcified lesion in the right coronary aetery (rca), the burr became wedged within the lesion. The physician successfully wired the lesion with an extra support guide wire and ablated twice for 5 to 10 seconds. During the third ablation, the burr became wedged within the lesion. Attempts to remove the burr were unsuccessful and the patient was sent to surgery for removal. Patient status is listed as 'okay".